Event description:
The device could not be inquired by the fx5000 programmer. She was able to inquire the device with the rx2000 programmer and conducted the follow-up. She reported that she is able to inquire other model 281-01s with their rx5000. She checked the rx5000 to see the list of available devices (using sf1 key) and found that cosmos and cosmos ii were listed.